Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range pacing impedance measurements of greater than 2000 ohms which triggered the lead safety switch (lss) for another manufacturer's right atrial (ra) lead and this pacemaker. Boston scientific technical services (ts) reviewed the data and also noted farfield oversensing and myopotential noise on the ra channel. Ts recommended bringing the patient into the office for evaluation and reprogramming. The device and another manufacturer's ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was brought into the office where they were able to recreate the high out of range pacing impedance measurement with isometrics. No x-ray was taken at that time, however the atrial sensitivity was adjusted. The clinician noted that the patient was hospitalized approximately one month later for an atrial ablation where testing was done with the other manufacturer's right atrial (ra) lead. This testing revealed good sensing and within range impedances. At this time the pacemaker and ra lead remain in service. No adverse patient effects were reported.